Event description:
It was reported on (B)(6) 2025, tip of device is cracked. No operation involved.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found tip of the device is broken, remnant was not returned for analysis, baring of the device is jammed. The broken condition was consistent with a random component failure that may have been caused by exposure to unintended forces in a misaligned position. The observed jammed condition of the device can be caused by a component failure of the internal components that obstruct the mobility of the baring. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional evaluation was partially performed using the internal components of the universal chuck with t-handle and found baring is stuck, release sleeve could not retract the baring. The overall complaint was confirmed as the observed condition of the universal chuck with t-handle would have contributed to the complained device issue. Based on the investigation findings it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a device history review the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.